Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an intermittent cartridge alarm 16 occurred with multiple cartridges. Customer was unable to clear the alarm and reverted to a backup insulin pump for insulin therapy. Customer also had manual injections available. Customer¿s blood glucose level was 200 mg/dl.